Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 30mm, diameter 2.5mm, was intended to treat a lesion in a pt's cx. It was reported that the stent could not cross the lesion and was damaged on removal from the pt. The target lesion exhibited 99% stenosis and the vessel was reported to be tortuous. The lesion was predilated to 10atm with a 2.5 x 20mm balloon. It was reported that 40% stenosis remained post pre-dilatation. The device was inspected prior to use with no abnormalities noted. Resistance was felt during removal of the device, following the failure to cross the lesion. Another resolute was used to treat the lesion. No pt injury occurred and no clinical sequelae have been reported. The device has not been received for evaluation.

Manufacturer narrative:
(B)(4) stent deformed during procedure. Eval, results: stent deformation, failure to delivery stent. Tortuous vessel, 40% stenosis post predilatation. Conclusions: tortuous vessel, 40% stenosis post predilatation.